Event description:
The 19 mm regent valve was implanted in 2009 and the pt was taking anti-coagulants. The pannus (endodermis) was grown from the ventricular side, along the pivot guard onto the leaflet which caused the leaflet to be immobile. The valve was explanted and replaced with another manufacturer's (ats ap) valve. The pt expired on the operating table.